Manufacturer narrative:
(B)(4) - a follow up will be sent when the evaluation is complete.

Event description:
A peritoneal dialysis patient reported finding a fluid leak inside the cassette door of his peritoneal dialysis cycler after completing treatment. The patient was unsure of the source of the leak. The patient did not retain the disposable cassette. The patient's peritoneal dialysis nurse reported that the patient experienced no adverse effects and was not prescribed any antibiotic.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.